Event description:
A malfunction alarm with code malf 0 was reported, and the customer was assisted in resetting the pump, although the issue persisted. There was no reported impact on the customer's blood glucose level. Technical support decided to replace the malfunctioning pump and the customer planned to use multiple daily injections as a backup therapy.